Event description:
It was reported that the patient's ipg is no longer communicating with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates the ipg was able to communicate with the charger, but unable to communicate with bluetooth devices. Surgical intervention was undertaken wherein the ipg was explanted and replaced.